Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) was found dislodged. The physician elected to explant and replace the ra lead. The patient was in stable condition.